Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22jan2021.

Event description:
The customer reported a ventilator experienced an autozero failure. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
The device was evaluated by an international field service engineer (fse). The fse replaced the data acquisition printed circuit board assembly (pcba). The unit was functionally tested and successfully passed testing. No other anomalies were reported. The device was not in clinical use at the time the issue was discovered. The malfunction was identified during the preparation of the device before it was sold to a customer. There was no patient or user harm reported. The complaint investigation has come to a reasonable conclusion that the event is no longer reportable. The event is no longer reportable due to the customer having confirmed that the autozero ventilator failure occurred during testing on a test lung, there was no delay to patient therapy, and therefore the malfunction does not have the potential to result in a death or serious injury.